Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was at her doctor office due to high blood glucose. Customer stated that her blood glucose reading was high. Customer stated that her battery keeps dying on her causing high blood glucose. Nothing further was reported.